Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Provided photo shows an iol against unknown background. The optic of the lens appears to be damaged: there are lines/cracks/marks on the optic. The complainant indicates the use of smart coat as a viscoelastic which is not qualified for use with the associated iol (intraocular lens) model. Based on our observation of the photo, the optic of the lens appears to be damaged: there are lines/cracks/marks on the optic. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the lens was destroyed the cartridge and damaged, it was not implanted, surgery was postponed. Additional information received it states that there was no patient contact and no impact to the patient, current condition was satisfactory and planned surgery, postponed for a week.